Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that occlusion alarms occurred. Customer changed the pump supplies to address the issue. Customer's blood glucose (bg) level was 499 mg/dl. Customer addressed the elevated bg by a manual insulin injection. The customer went to the emergency room and was treated with intravenous fluids of saline and insulin. The customer was discharged on (B)(6) 2023 with no known permanent damage.